Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with hyperglycaemia on (B)(6) 2026. The patient's blood glucose levels reached 241 mg/dl while wearing the pod between 36 and 48 hours. The patient¿s mother reports that their continuous glucose monitor (dexcom g6) was reading his blood glucose levels at 132 mg/dl, however a manual stick test gave the measurement as 241 mg/dl; dexcom were informed of this on (B)(6) 2026. Symptoms reported include dizziness and nausea. The patient was treated with intravenous fluids and zofran. When the pod was removed it was discovered that the cannula had not deployed and the pink slide had not moved forward, indicating a needle mechanism failure.